Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from approximately 40-200 mg/dl. Suspected cause was due to pump software not accurately adjusting insulin therapy and customer's physical activity. Customer consumed carbohydrates and glucose tablets to address low bg. A pump reset was performed to resolve the issue and insulin delivery was resumed.